Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer six full height, cubie drawer latch and magnet has become dislodged. A field service engineer located magnet inserted into the latch mechanism to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer 6 failed. The customer stated that there was a delay in dispensing medication around 5-10 minutes, since the medications were accessed from other stations through pharmacy. The customer added that this malfunction occurred when trying to issue a medication to a patient. There were no adverse events or injuries reported based on this event.